Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During visual examination a punctured inner lumen was observed. In addition the distal shaft was unzipped approx 68 mm from distal of the exit port exposing the microcables and inner core wire in this area. Traces of blood were observed in the luer and along the catheter shaft. No damage was found in the scanner. The device passed functional testing and no error messages were observed. It is possible that the user may have experienced an error message due to the damaged inner lumen of the catheter. It is likely that the fluid entered through the damaged inner lumen and came in contact with the electrical circuitry temporarily shorting the device at the time of use causing signal failure. Once the circuitry dried, the signal connection was restored as observed during the eval of the returned device. It was reported that the physician removed the catheter out of the pt body and found the catheter's wire had come out near the guidewire exit port. It is possible that the tear observed during the eval of the device may have occurred while in the process of pulling the catheter from the guidewire as described in the complaint. The eagle eye gold device is a delicate scientific instrument and should be treated as such. When inserting the guide wire, both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. No further action is required.

Event description:
It was reported that an error was obtained while using the ivus catheter during an ivus procedure. The exact message was unk but the physician stated that the message observed seemed like "replace or remove the catheter." When the physician removed the ivus catheter out of the pt's body it was observed that the catheter's wires had come out near the guide wire exit port. Add'l info was obtained indicating that the ivus catheter did not get caught in another device and no binding occurred between the ivus catheter and the guidewire. The physician did not feel any resistance while using the ivus catheter in the artery. A new catheter using the same guidewire accomplished the ivus procedure. It was reported that there was no pt injury due to this event.